Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by a bad emergency lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Per the third-party distributor, the error 227 was not confirmed. It was also reported that the emergency lamp required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, received a lamp change, error 227 when using the evis exera iii xenon light source. It was also reported that the spare lamp was flashing. The issue was found during preparation for use. There were no reports of patient harm.